Event description:
A customer reported visiting the emergency room due with a blood glucose levels of 400 mg/dl, accompanied by the presence of ketones which we re identified by healthcare professionals as dangerous and life-threatening. There was no reported injury or permanent damage, and treatment with insulin resolved the issue. System check with tandem technical support confirmed the pump was functioning as intended.